Manufacturer narrative:
Final analysis found burn marks to the ac power adapter which contributed to the field complaint of power up anomaly.

Event description:
It was reported that the transmitter would not light up or boot-up when connected to a working outlet.